Event description:
It was reported that alarm 01 occurred, and the customer experienced difficulty loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to follow up to confirm if insulin therapy was resumed and technical support arranged for a return of the original cartridge for replacement.